Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose (bg) with vomiting and diabetic ketoacidosis (dka). The reporter stated that the patient had performed a routine supply and site change on (B)(6) 2015. The patient reportedly bolused for dinner and about an hour later felt unwell and her bg was 23mmol/l. The patient reportedly delivered a correction via the pump, during which she noticed the site was leaking. The patient reportedly changed supplies and insertion site again due to the site leak, and corrected with an insulin pen. The patient subsequently began vomiting and reported a bg of 21mmol/l. The patient reportedly delivered a correction via the pump but bgs remained elevated. The patient then reportedly delivered another correction via insulin pen. The patient reportedly delivered six more corrections via the pump overnight and by 7:30am on (B)(6) 2015 the patient's bg had come down to 13.2mmol/l. On (B)(6) 2015 the patient reportedly programmed an 8.6 unit bolus for breakfast, but the pump emitted an occlusion alarm after 3.6 units were delivered and the bolus was cancelled. The patient reportedly disconnected from the pump and primed, but no insulin came out of the tubing. The reporter stated that the pump continued to cancel on the last unit being delivered with subsequent boluses. The patient reportedly attempted to prime the pump four more times and checked the cartridge for air bubbles, but did not find any. The patient reportedly began feeling unwell at 10am and started vomiting again. The patient was reportedly transported by ambulance to the hospital and was admitted. The patient was reportedly treated at the hospital with saline. The patient reportedly remained in the hospital overnight. The reporter also noted an unspecified loss of prime issue associated with the incident. Troubleshooting and investigation completed by the reporter indicated that the pump was functioning correctly. Troubleshooting indicated that the patient had not primed an adequate amount after the site change on (B)(6) 2015. A site leak and insufficient priming were determined to be contributing factors to the alleged bg elevations on (B)(6) 2015. Occlusions and possible air bubbles in the line were determined to be contributing factors in the alleged bg excursion on (B)(6) 2015. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with occlusions and loss of primes, with use error as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the last basal delivery was recorded with the wrong date of (B)(6) 2015 12:42pm. The pump¿s date was set incorrectly after a reset post a 3 day pump reboot from (B)(6) 2015 at 08:11am to (B)(6) 2015 at 4:55pm leading to the total daily doses to appear inaccurate. Multiple power interruptions followed by unacknowledged ¿cs162¿ loss of prime warnings were observed. The black box showed several ¿cs145¿ occlusion alarms due to high force. ¿ez-prime¿ steps were performed correctly with no ¿cs145¿ alarms or other errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test and no damage when the pump¿s cover was removed. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).